Manufacturer narrative:
(B)(4). Date of initial report : 02/02/2015; date of follow-up report : 02/25/2015. One used lf4318 device was received for evaluation. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The device did not stop working, and it functioned normally and within specifications. Note that the IFU for the lf4318 device specifies that software version 3.50 or greater in required on the forcetriad generator in order for the lf4318 device to work properly. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted. Covidien was not able to confirm the customer's report.

Event description:
The customer reported that during a gyn-cancer procedure, the device worked fine and as expected, but after about 90 minutes it stopped working. As a result, the surgery was reportedly delayed by slightly over 30 minutes. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.